Manufacturer narrative:
Additional information: b5, h6

Event description:
New information notes that the patient had a difficult initial implant (B)(6)2020 and tolerated anesthesia poorly. Interrogation post initial implant had shown changes in left ventricular lead pacing threshold. However threshold was still within acceptable limits. The lead was later on re-evaluated and revised(B)(6)2020 for dislodgement as previously reported and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with dislodgement of their left ventricular lead. The lead was re-positioned successfully on (B)(6) 2020. The patient was stable after the procedure.

Event description:
New information received indicates that following the original lead implant on (B)(6) 2020 low impedance was observed on the left ventricular lead and fluoroscopy confirmed the left ventricular lead had pulled back while the patient was on the table but since the incision was already closed the cardiac team decided to follow up with the patient in clinic to determine if the lead had settled in or a revision was needed. A hematoma was also observed as previously reported a revision to re-position the lead was completed (B)(6) 2020 and the patient was stable following the procedure.